Event description:
It was reported the patient (B)(6) is without stimulation and unable to establish communication with his ipg via the charging system or programmer. Surgical intervention was undertaken to explant and replace the patient's ipg.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.